Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that chest pain and stent thrombosis occurred. The target lesion was located in the left anterior descending (lad) artery. A 24 x 2.50mm promus premier¿ drug-eluting stent was implanted in the lesion. Four days later, the patient presented with chest pain and there were changes on the electrocardiogram (ECG) result. The ECG result revealed stent thrombosis in the previously implanted 24 x 2.50mm promus premier¿ stent. Subsequently, the patient was given with 75mg plavix and 81mg aspirin. The event was then treated with implantation of another stent and the procedure was completed. No further patient complications were reported and the patient's status was stable.